Event description:
The pt contacted baxter customer service and reported that one unit of lot number h05k07040 presented particulate matter in the plastic package.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a case of particulate matter in a cryoctye bag prior to fill. As in all cases of foreign particulate matter in a cryocyte bag there is additional risk to the pt regarding sterility, infection, and/or an additional adverse reaction. An attempt should be made to determine the contents and source of the particulate matter. (B)(4). We are awaiting the sample for investigation. A follow-up medwatch will be submitted upon completion of the investigation.